Event description:
It was reported that pump experienced malfunction with code 9 and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance, and malfunction did not recur after reset, so customer was advised to continue using pump and to call back if problem happened again.